Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for repair of the umbilical hernia and to remove the device. The device was explanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015, the patient underwent surgery for repair of an umbilical hernia. It is alleged that a bard/davol ventralex st, was implanted to repair the hernia defect. As alleged, on (B)(6) 2017, the patient underwent an additional surgery to again repair the umbilical hernia and to remove the ventralex st mesh. It is alleged that as a result, the patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain and mental anguish. It is alleged that the patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As alleged, the patient has undergone and will likely require in the further other forms of care and medical treatments.